Event description:
Additional information reported that the patient is overweight which the physician believed contributed to the high shock impedance measurements.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurement which was detected via the remote patient monitoring system. Additional information indicated that all other measurements were within normal range. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.